Event description:
During a colonoscopy, the physician used a wilson-cook acusnare polypectomy device. The first polp was successfully removed with the device. During an attempt to remove the second polyp, the handle was manipulated. However, the snare would not exit the outer sheath. The device was removed from the endoscope and a second device was used to complete the procedure. The pt was reported to be in stable condition.